Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. No imagery was provided for review. The complaints ¿balloon ¿ torn¿ and ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath¿ were unable to be confirmed. As the device was not returned, visual inspection, dimensional and functional testing were unable to be performed. Therefore, the presence of a manufacturing non-conformance was unable to be determined. Review of the DHR, and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the event. Review of the IFU/training manuals revealed no deficiencies. The sapien 3 valve was attempted to be deployed in a pulmonic conduit in the pulmonic position. The sapien 3 with the commander delivery system (ds) is currently indicated for native aortic valve replacement, surgical bioprosthetic aortic valve replacement and surgical bioprosthetic mitral valve replacement. The IFU and training manuals in this section are for a native aortic valve replacement for relevant guidance for a sapien 3 implant using a commander ds. It was reported that the access vessel was tortuous, it is likely that the tortuosity created a difficulty environment to perform valve alignment. Additionally, the IFU warns ¿if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon¿. It is likely that the balloon tore when exposed to high forces/tension in the system. Retrieval of a crimped thv in tortuous anatomy may cause non-coaxiality between the thv and sheath tip and result in retrieval difficulty. Additionally, if the delivery system was damaged (i.e. Torn crimp balloon), this could have led to further difficulties in retrieving the delivery system through the sheath. Potential root causes for balloon torn have been identified and documented in a product risk assessment (pra). A CAPA captures further investigation to address complaints related to crimp balloon tears. The CAPA identified a potential manufacturing factor which was correlated with an increase in reported complaints. The CAPA was previously initiated to update ifus to minimize tension build-up in the device (i.e. Valve alignment difficulties), which may result in delivery system damage (i.e. Balloon tear). The content consists of instructions related to device preparation and minimizing the tension in the device, which may potentially lead to delivery system damage during use. Although a definite root cause could not be determined at this time, it is likely that patient (tortuous anatomy) and/or procedural factors (valve alignment difficulties, non-coaxial retrieval of delivery system with crimped valve, excessive manipulation) contributed to the reported events. The following were reviewed for instructions/guidance for preparation and use of the devices: the sapien 3 valve was attempted to be deployed in a pulmonic conduit in the pulmonic position. The IFU and training manuals are for a native aortic valve replacement for relevant guidance for a sapien 3 implant using a commander ds. Valve alignment: perform valve alignment in the straight section of the aorta. Unlock, pull the balloon catheter straight back at the y-connector until part of the warning marker is visible and lock. Do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Rotate the balloon lock away from you to lock and towards you to unlock. Lock/unlock symbols are found on the balloon lock. Check delivery system before valve alignment. If kinked, do not use. Slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap. If additional fine adjustment is needed, unlock and rotate the fine adjustment wheel away from you until part of the warning marker is visible and relock. Compression may be observed in the distal portion of the flex catheter during valve alignment. Diving may be observed between the thv and flex catheter tip during valve alignment. Thv retrieval through sheath: ensure the thv is centered on the flex tip. Ensure delivery system is locked. Verify the flex catheter is completely unflexed. Retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip. Ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and the sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not re-use the sheath, thv or delivery system once thv is retrieved. Note: crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve. Note: do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. Note: retrievability is based on preclinical testing. Balloon rupture: if delivery system balloon ruptures or leaks during deployment without thv embolization do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position. Check for pv leaks under echo. If post-dilation is needed, use a new delivery system. No IFU/ training deficiencies were identified. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. DHR review did not reveal any manufacturing related issues that could have contributed to this complaint. Lot history review no other similar complaints for ¿balloon ¿torn¿ and ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath¿. Complaint history review revealed the occurrence rate did not exceed the (B)(6) 2019 control limits for applicable trend categories. The complaint for ¿balloon ¿ torn¿ was unable to be confirmed. Due to unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the complaint event. Based on available information, patient factors (tortuous anatomy) and/or procedural factors (valve alignment difficulties) may have contributed to the complaint event. As no defects were identified and the occurrence rate did not exceed the (B)(6) 2019 control limits, no corrective or preventative action is required. Per management discretion, the balloon torn issue and its associated risks have previously been assessed and documented in a pra. The complaint for ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath¿ was unable to be confirmed. Due to unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the complaint event. Based on available information, patient (tortuous anatomy) and/or procedural factors (non-coaxial retrieval of delivery system with crimped valve; excessive manipulation) may have contributed to the complaint event. As no defects were identified and the occurrence rate did not exceed the (B)(6) 2019 control limits, no corrective or preventative action is required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
During implant of a 26mm sapien 3 valve within a conduit in the pulmonic position, a 22fr dryseal sheath was used with the 26mm commander delivery system and 26mm sapien 3 valve. The valve was mounted behind the balloon (as opposed to on this balloon which is the typical method when using a dryseal sheath) and the valve alignment was performed in the rvot. During valve deployment, contrast escaping from the balloon was visualized. The patient¿s anatomy was tortuous and it was thought that the balloon was torn during valve alignment. The valve could not be pulled back into the dryseal sheath as it was now on the balloon. Manipulation, traction, and snaring were used to get the valve out of the heart and into the ivc. At some point during extraction, the valve caught in the femoral vein and would not come out. Therefore, a vascular surgeon successfully performed a femoral venous cut-down and removed the valve and delivery system. The cut-down was used to deliver a new valve. A 26 fr dryseal sheath was attempted to be used, but would not advance due to the vessel size. A 14 fr esheath was advanced without incident and a new commander delivery system and 26mm sapien 3 valve were used. The valve was deployed with excellent outcome. The patient was stable post procedure and was walking around the next day feeling great.